Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was giving him inaccurate erratic readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified time on (B)(6), 2012, he reported blood glucose results of "113, 116, 110 and 180mg/dl" with a lifescan meter, performed more than 20 minutes of each other. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet and exercise and took more food/drink in response to the reported issue. By 6:00pm on the same day, the patient claimed to have developed symptoms of "shakiness" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.